Manufacturer narrative:
Event date is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2021-19277, 1627487-2021-19278, and 3006705815-2021-06507. It was reported that the patient had an infection at the anchor site. As a result, the system was explanted on (B)(6) 2021. The infection is resolved.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the lead(s) and anchor(s). Based on the documents reviewed, the source of the infection remains unknown.